Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The device passed the rite functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The product analysis lab (pal) evaluated the device. Internal and external inspection revealed fluid intrusion. Technician checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite; readings go to their proper infinite value when the pump assembly is disconnected. The cause for the earth leakage was determined to be pneumatic system fluid ingress. The device was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.